Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd discardit¿ ii - 2-piece syringe the tip broke off. The following was translated from french to english: during an indwelling catheter change, when I tried to fill the balloon of the catheter with my 20ml syringe, the tip of the syringe got stuck in the catheter device (normally adapted for) and broke off. I was sterile, so my colleague had to go and get a new syringe and refill it with sterile water while I held the catheter in place. Before we could fill the balloon we had to use kocher forceps to remove the tip of the syringe that was stuck in the balloon filling device.

Event description:
1. Could you please indicate the date of the event? 24/06/2023. 2. Please confirm the number of products involved? 1 single syringe. 3. Was there any impact on patients (serious injury, medical intervention, change of treatment required)? No impact on the patient but increase in care time with a risk of a breach of asepsis.

Manufacturer narrative:
As a lot number was unknown for this incident, we were unable to complete a production history review and unable to identify if any previous reports have been received for the affected lot regarding this type of defect. Without the physical sample, our quality team was not able to complete a thorough analysis. Based on the limited investigation results, an exact cause related to the manufacturing process for the reported issue could not be determined. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system that inspects all product and automatically rejects any damaged product identified. It is possible that this incident resulted from a blockage in the barrel feeding process that went undetected and later produced breakage during use. Complaints received for this product and defect will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.